Event description:
It was reported that cartridge alarm occurred during cartridge loading when caller removed used cartridge before being prompted. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer received education on correct loading steps, was assisted in loading new cartridge using proper technique, and was able to successfully load cartridge and resume insulin therapy, with no prior reports of similar cartridge alarms for this pump.